Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as pain and removed the sensor on day 10 and found there to be inflammation, lump and swelling at the sensor site. Customer had contact with an hcp who prescribed cefcapene pivoxil hydrochloride and gentamicin ointment (gentamicin) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as pain and removed the sensor on day 10 and found there to be inflammation, lump and swelling at the sensor site. Customer had contact with an hcp who prescribed cefcapene pivoxil hydrochloride and gentamicin ointment (gentamicin) for treatment. There was no report of death or permanent impairment associated with this event.